Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 3006705815-2017-01137. It was reported the patient experienced ineffective pain relief. Diagnostics indicated multiple high impedance values. Reprogramming was attempted; however, only partial stimulation was achieved in the ribs. X-ray images confirmed lead migration. Subsequently, surgical intervention was undertaken during which the leads were explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
The explant date was inadvertently entered incorrectly for device 1. It has been corrected in this submission.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-01137.